Manufacturer narrative:
(B)(4). (Device b): (returned empty). Device a was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 21 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device b was returned in good visual condition and with no staples present. No functional test was performed due to the condition of the device, as it was returned empty. A batch record review could not be completed because no lot and/or batch number were provided.

Event description:
It was reported that during an orthopedic knee replacement procedure, the surgeon had to use four devices during the procedure. The staples were separating from the tissue after placement and dropped off of the tissue. They appeared to be malformed. They completed the procedure with a fifth like device. There was no patient consequence reported.